Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor seized, jammed and was moving heavy on the small battery drive device. It was further determined that the motor was worn out. It was further determined that the motor was running rough and was defective. It was further determined that the device failed pretest for check power with test bench; (tick motor type)re 25 = min. 50 to 80 w or re 28 = min. 40 to 65 w and check the off/osc/on switch mode function. It was noted in the service order that the device would not turn on. It was further reported that the device was tried with another battery device and no results were obtained. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.